Event description:
It was reported that the patient underwent an unknown cardiac procedure on (B)(6) 2024 and suture was used. The cardiac charge nurse claimed that the needle on the steel wires were popping off the wire strands after being pulled through the sternum during sternal closure. The same issue was experienced with most of the steel wires from the same lot. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via: 2210968-2024-05522. 2210968-2024-05521. 2210968-2024-05520. 2210968-2024-05519. 2210968-2024-05518 2210968-2024-05517 2210968-2024-05516 2210968-2024-05515 2210968-2024-05514 2210968-2024-05513